Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had a change in therapy effect and his pain went from a constant ¿7¿ to a ¿3¿ when he had the pump put in. After 30 days of having the pump his pump was refilled and later that night gave himself a bolus. It was noted after the patient did this his upper chest all the way to his feet went paralyzed. The patient could see his hand touching his torso, but could not feel it or touching his leg. The patient went to the doctor the next day and ¿he was on the floor and was staring at his feet.¿ it was noted five people could not find his blood pressure and he ended up sleeping for two days. It was also reported ¿all his organs were failing¿ so he went to hospital the same day. It was further reported when the physician assistant (pa) did his refill she put him to ¿3.7¿ with the medication and that was why he was going to the bathroom and kidneys were failing. However; when he left the hospital his kidneys were fine. The patient did not know the type of medication, dose or concentration at that time. It was reported ¿ever since then the pump had been acting ¿screwy.¿ a specific pump issue, drug information, interventions or outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8835, serial#: (B)(4).